Manufacturer narrative:
Mfg date now provided. The suspect ups (uninterruptible power supply) was returned and evaluated. The reported issue was confirmed. The ups was under a load and the battery does not hold a charge. It only stays on for 10 seconds under battery power. Battery won't hold a charge.

Event description:
A site representative reported that while in a cranial resection procedure the navigation computer shutdown unexpectedly. After the computer shutdown the computer restarted itself automatically allowing the surgery to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date is unavailable.a medtronic representative, following up with the site, found that the uninterruptable power supply (ups) was not working correctly. Replacement ups was shipped to site and replaced by the medtronic representative. After the ups was replaced the medtronic representative performed a navigation system check-out, all areas passed; the system performed as intended.no parts have been received by the manufacturer for analysis.